Event description:
It was reported to boston scientific corporation that a pinnacle anterior-apical pelvic floor repair kit was implanted into the patient on (B)(6) 2010. According to the complainant, after the procedure the patient experienced urinary incontinence, dyspareunia, and frequent urinary tract infections. The patient had to undergo two additional surgeries to attempt to correct her problems. All other information, including the patient's current condition, is unknown and reportedly unavailable.